Event description:
According to the reporter: the instrument cut but did not staple. This resulted in additional tissue resection.

Manufacturer narrative:
Tracking number: (B)(4) . Initial report sent to FDA on (B)(6) 2010.